Event description:
Related to MFR report # 2183959-2012-01407. The plaintiff was implanted with the products on (B)(6) 2010, "to treat her pelvic organ prolapse and stress urinary incontinence." It was alleged that the "plaintiff has suffered severe and permanent bodily injuries and significant mental and physical pain and suffering." It was reported that the plaintiff underwent a mesh removal procedure on (B)(6) 2011." It was alleged that the plaintiff, "continues to suffer from recurrence of pelvic organ prolapse, pelvic pain, vaginal pain, burning, irritation, and the inability to sit or walk normally," and that the "plaintiff has suffered, and continues to suffer, multiple, severe and painful personal injuries including, urinary incontinence, physical deformity, the loss of the ability to perform sexually."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.